Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the right ventricle (rv) lead exhibited noise over sensing with pacing inhibition. No intervention or procedure was reported. The patient had no consequences throughout.